Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted (B)(6) 2019; cmrm6122 absorbable envelope, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The physician noted that the incision had torn in a small area exposing the pocket resulting in oozing and pus. The device and leads were explanted and will be replaced once the infection clears. No further patient complications have been reported as a result of this event.